Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon investigation conclusion.

Event description:
On (B)(6) 2018 arjohuntleigh was notified about the malfunction of the alenti front lift castor. The rollers on the castor were broken off, which caused that device was unstable and tilted a little. The rest of castor assembly did not fell off. No injury was reported, however the circumstances of malfunction occurrence and detection were not provided by the customer.

Manufacturer narrative:
On 2018-jan-02 arjohuntleigh representative was informed about the malfunction of alenti bathing lift regarding damage of the front castor. Based on the provided description of failure the castor did not fell off the leg, but its rollers detached. According to the evaluation performed by arjohuntleigh representative the lift tilted a little with the missing wheels and it was unstable but not enough to tip over. No other part of the lift required replacement or was damaged. The customer representative was not able to determine if any patient was sitting on the lift chair when the malfunction occurred as well as when the malfunction was discovered. No injury was reported by customer facility. On 2018-jan-12 the customer facility was visited by arjohuntleigh representative. The front castor (part number rkt.1004) was removed and replaced. For the investigation purpose, the arjohuntleigh representative took a few follow-up attempts to clarify the resident involvement at the time the castor failure was identified. Despite our best effort, the customer was unable to provide this information.. Please note that instructions for use (IFU, 04.cd.05_11us.ca issued in september 2014) delivered to the customer with the complained device provides information regarding usage of the device that should be followed by each lift user. It remains unknown in what circumstances the malfunction occurred and when it was detected by customer facility employees, however if caregivers were aware of IFU content they should perform the pre-use check as per the below instructions : "actions before every use: check that all parts are in place. Compare with the parts designation list in this IFU. If any part is missing or damaged - do not use the product." The alenti lift is subject to wear and tear, and the maintenance actions must be performed when specified to make sure that the product remains within its original manufacturing specification. The device user should ensure to follow the below recommendations: "depending on level of wear some equipment parts such as castors and hand control may need to be replaced during the equipment's lifetime according to information in the IFU." (P. 5) "every week: check and clean castors." (P. 42) "check that the castors are properly fixed and are rolling and swivelling freely. Clean with water (the function can be affected by soap, hair, dust and chemicals from floor cleaning)." (P. 44) moreover, the IFU informs that to avoid injury and/or unsafe procedure of using the product, the maintenance activities must be carried out at the correct frequency by qualified personnel using correct tools, parts and knowledge of procedure. Qualified personnel must have documented training in maintenance of this device. The preventive maintenance should include inter alia: check of all vital parts for corrosion/damage, the performance of full feature functionality test, check of mechanical attachments. When the preventive maintenance is carried out by qualified personnel it should decrease a possibility of malfunction occurrence during use. Based on the collected information at the time of event the claimed lift was not under arjohuntleigh service contract as it expired in may 2017 and since that date the customer facility serviced device on its own. The last maintenance performed under arjohuntleigh contract took place on 2016-nov-17. Please note that the described malfunction could be a consequence of misuse e.g. Hit with some object or use of the lift with patients which do not meet the IFU recommendations: "we recommend that facilities establish regular assessment routines. Caregivers should assess each resident according to the following criteria prior to use: the resident's weight should not exceed the safe working load of 182 kg / 400 lbs." This complaint was reported in abundance of caution, based on the potential risk of device tipping occurrence due to the device castor breakage. No adverse event occurred. The device was out of the manufacturer's specification. The customer facility representative was not able to establish if the device was used for patient therapy at the time of complaint occurrence.